Event description:
A user facility reported a delay in surgery due to a device being inoperable while a patient was under general anesthesia. This delay extended the anesthesia time by more than 15 minutes. Liposuction was able to be completed; however, the vaser did not work. It was reported that the equipment worked in water but not in the patient - showing no activity. No secondary intervention was required to treat this event and the patient was not injured. The system was tested prior the procedure and all system checks were performed successfully.

Manufacturer narrative:
Service was able to inspect several vaser probes in the field and all were very worn down. The probes had signs of pitting. This could have led to the damaged handpieces they had on hand. It was recommended to the customer to discard all the probes that were pitted and to inspect all the probes once a month for possible pitting to help prevent damaging any handpieces. Pitted probes can send feedback back into the handpiece causing them to be damaged. The vaser was tested with the service technician''s handpiece and worked to specification. The amp and handpieces have been requested for further evaluation.

Manufacturer narrative:
Service was able to inspect several vaser probes in the field and all were very worn down. The probes had signs of pitting. This could have led to the damaged handpieces they had on hand. It was recommended to the customer to discard all the probes that were pitted and to inspect all the probes once a month for possible pitting to help prevent damaging any handpieces. Pitted probes can send feedback back into the handpiece causing them to be damaged. The vaser was tested with the service technician''s handpiece and worked to specification. The amp and handpieces have been requested for further evaluation.

Event description:
A user facility reported a delay in surgery due to a device being inoperable while a patient was under general anesthesia. This delay extended the anesthesia time by more than 15 minutes. Liposuction was able to be completed; however, the vaser did not work. It was reported that the equipment worked in water but not in the patient - showing no activity. No secondary intervention was required to treat this event and the patient was not injured. The system was tested prior the procedure and all system checks were performed successfully.

Manufacturer narrative:
Corrected: from health effect clinical code 1 4581 to 4582, removed type of investigation codes 4112 and 4114 and replaced with 4109 and 4110. Service inspected several vaser probes and discovered all but 3 were very worn down. All had signs of pitting. This could have led to damage of 2 of the 4 handpieces they have on hand. Service recommended to the customer to discard all probes that were pitted and to inspect all probes once a month for possible pitting to help prevent damaging any handpiece in the future. Service also advised to them that pitted probes could send feedback back into the handpiece causing it to be damaged. Based on the available information, the delay in treatment was caused by the customer not inspecting the probes properly prior to use. According to vaser instrument guide (p007074-03 rev. A), customers are instructed to inspect probes prior to treatment. Probes with a dull surface - major pitting evident and/or complete loss of flat disc at tip, should not be used and must be replaced. Delayed procedure due to handpiece damaged causing reduced piezo output, less probe vibration during treatment is identified in vaserlipo system risk assessment (260-0113hz rev. 13). A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Complaint type identified within risk analysis and performing within the anticipated rate. No corrective action is required